Event description:
Surgeon inserted sn6at3 toric lens. It was observed under the microscope that the lens displayed 2 large cracks. Lens removed by the surgeon and new lens dispensed to the field. Another sn6at3 used instead. This lens implanted. Surgeon did observe under the microscope the sn6at3 lens had a small crack at the periphery of the lens. The surgeon looked at the patient non operative right eye to assess patient pupil. Decided to leave this implant in as there were no more of the lenses available and determined that the crack would not have an affect on the patient's vision. The lenses are not an usual model and strength and were ordered in special for this procedure.upon completion of the procedure the surgeon inspected the d cartridge the lens was placed in as well as the forceps to insert the lens and the cartridge injector under the microscope for any evidence this could have lead the damage on the lenses. Nothing obvious observed.alcon contacted by nurse involved with the case. Will submit the lens information via email at their request to open up an inquiry/complaint with the lenses involved.